Event description:
It was reported that the patient was having a slow heart rate and not feeling well. The patient was having weakness during the bradycardia episodes. It was found that the right ventricular (rv) lead was t-wave oversensing. The t-wave oversensing was interfering with the pacing timing of the device which was causing the patient to have periodic heart rates in the low fifties when the device¿s programmed lower rate was at seventy. Reprogramming was done and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not ve determined that this device performed as described in the field action. Concomitant medical products: dtba1d1 ivd, implanted: (B)(6) 2014 ; 4244 competitor lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.